Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed charger failed errors during a procedure and would not allow exposures. There is no report of injury or death associated with the event described in this complaint.